Manufacturer narrative:
Date sent to the FDA: 02/05/2020.

Manufacturer narrative:
Date sent to the FDA: 02/05/2020. Additional information: d10, h6. Additional h-3 summary: one open sample of product was received for analysis. The product code is control release and required eight strands per packet. During visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined and no suture remnant was observed; the insertion of suture was observed to be as expected. The force used to detach needle from the suture could not be determined. Also, the three used needles were examined, and the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined, and no suture remnant was observed; however, slight mark that appears to be by use of surgical instrument were found. Additionally, three needle-suture combination were visually inspected, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of detached needle-suture, it could not be could not be determined what may have caused the reported incident of: ¿the needle was detached from the suture easily during use¿.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and the suture was used. It was reported that during surgery, the needle easily detached from the suture during use. It was a control release needle. The surgeon stopped using the rest of needles in the package, and another package was used for the patient. There were no adverse consequences to the patient.